Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read in accurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient obtained blood glucose results of ''140, 150, 175 and 190 mg/dl'' with the subject meter which he felt read higher compared to his feelings/ normal blood glucose results. The patient also compared a blood glucose result of ''195 mg/dl'' with the subject meter and ''71 mg/dl'' on another device, performed within an unspecified time of each other. The patient manages his diabetes with novolog insulin. Due to the alleged results, the patient reportedly increased his usual dose of novolog insulin (26 units). On the following day, the patient claims he felt symptoms of sweating and dizzy. The patient reportedly was at the emergency room (ER) and received food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have his testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.